Event description:
A customer reported uncorrected cylinder in the right eye at the one week post (prk) photorefractive keratectomy visit. Patient has blurry vision that is ongoing. No additional procedures are planned at this time. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).